Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high capture thresholds. It was suspected that the lead had dislodged. The lead was reprogrammed. No intervention was performed. The patient remained asymptomatic and would continue to be monitored.